Event description:
Trapease pvcf fem/jug 55cm csi sterile sheath was popping out of sterile packaging so they had to use another unit. They are putting them in boxes almost twice their size and with very little packaging causing the product to bend during shipment.

Manufacturer narrative:
It was reported that the sterile sheath was popping out of the sterile package. One box of trapease pvcf fem/jug 55cm csi was received for analysis. The outer box was opened and broken at label 'open other end' side, compressed/crushed and deformed conditions were found throughout the outer box as well as puncture condition (the stop cock was protruding csi pouch and box) the csi pouch was found properly sealed, per visual analysis inner pouch of trapease pvcf did not present any damage. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaints reported by the customer 'packaging/pouch/box- frayed/split/torn-inner package' and 'packaging/pouch/box- compromised sterility-sterile barrier breached' were confirmed due to the condition as received; however the cause of these damages found on the packaging outer box and inner pouch could not be conclusively determined during product analysis. Controls are in place to verify the thrombectomy system units for damages on inner pouch and outer box; the produced units are inspected 100 % before leaving the facility. Also, several inspections are performed through all the thrombectomy system assembly process operations. Analysis of the returned outer box showed extensive physical damage including multiple areas that had been compressed/crushed by an exterior force. Although it is unknown when this actually occurred it is likely to have been caused during shipping, storage, or handling of the unit.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.